Manufacturer narrative:
Visual inspection of the lead found that the lead proximal end is fractured between the retention sleeve and contact #8. The damage is consistent to the damages that occur during explant procedure. Further analysis revealed that the lead had high impedance readings on contact #'s 3, 5 and 8. X-ray inspection showed the cables corresponding to these contacts were broken inside the lead. The cables broke at the bent location of the lead and appear to be the result of fatigue. This is the final report.

Event description:
A report was received that a pt was not receiving stimulation in his pain areas. It was discovered that the pt's lead was showing high impedances. Attempts were made to reprogram around the high impedances, but were unsuccessful. The physician elected to replace the pt's lead. The pt is reportedly doing well.